Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) level in the 30's mg/dl range. The customer consumed carbohydrates to address the low bg level. No damage was noted to any of the pump supplies in use during the low bg level event. Due to low bg level, the customer was hospitalized. While in the hospital, the customer was treated with glucagon. The customer was released from the hospital the same day as they were admitted. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.